Manufacturer narrative:
Several attempts were made unsuccessfully to collect more information on this case. All that is known is that a prodisc c removal was performed on (B)(6) 2023. An MDR is indicated for this complaint. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluation cannot be completed as the as the implant was not returned following removal. It was confirmed that a removal took place but a reason for the removal was not provided. No other anomalies associated with the complaint were found during the investigation. The reason for removal is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
Several attempts were made unsuccessfully to collect more information on this case. All that is known is a pdc removal was performed on (B)(6) 2023.